Manufacturer narrative:
H6: adverse event problem codes; corrected information; d1402 & c1501 inadvertently left off of follow-up report #2 report despite being known at the time of submission.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may have not been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that during the initial implant of the device, the generator showed an error code 8 while still in the packaging, indicating that the device was at eos and not supplying stimulation. A backup generator was interrogated and the intended generator was opened but unused, and the backup generator was ultimately implanted. It was further stated that prior to the procedure, the suspect device was stored properly at room temperature. Device history records were reviewed for the generator. The device passed all functional specifications and quality tests and were sterilized prior to distribution. Internal generator data was received and reviewed. The suspect device has not been received by manufacturer to date. No other relevant information has been received to date.

Manufacturer narrative:
H4, device manufacture date, corrected data: prior reports submitted with incorrect manufacturing date.

Event description:
The product was received into product analysis. An interrogation, a system diagnostic test, a vbat calculation, a comprehensive automated electrical evaluation (shows an ifi=no condition). The generator was tested at various temperatures. No anomalies were seen when the device was at the appropriate temperature, and the device performed according to functional specifications when the generator was brought to room temperature. Pa worksheet was reviewed and no anomalies were seen. Data dump was reviewed and no anomalies were seen. Shipping routes were checked and showed that the device was stored at lower temperatures for more than 3 days, resulting in the battery voltages less than or equal to the eos threshold, with the eos flag was triggered on the device.